Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder, gel bleed (B)(4).

Event description:
It was reported that a female patient, who underwent breast prostheses implantation surgery with two unspecified mentor gel textured implants, suffered pain, suffering, bilateral gel bleeding, and a lymph node that was embedded with silicone, which had to be removed. The patient also reported that the implants caused them to get vitiligo, which they are currently treating. Lastly, the patient reported that after implants were removed on an unspecified date, it caused a lot of pain, suffering, and marriage falling apart due to the deformity and disfigurement of their breasts. This medwatch form is for two of two breast prostheses reported.